Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. During investigation, the up-arrow and down-arrow key contacts were observed to be misaligned. The ok key contact was inverted. There was evidence of keypad adhesive found under the key contacts.

Event description:
The patient reported that the ok and down buttons are slow to respond.